Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe syringe tip breakage. The potential cause for the problem is a barrel jam at assembly machine, causing the damage at syringe tip. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10

Event description:
It was reported that tip breakage was found before use with a syr plastipak 3ml 25x7. The following information was provided by the initial reporter, "luer broken. Information received by email on (B)(6)2019 : the incident was noticed before the use. There was no damage to the patient/health professional."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip breakage was found before use with a syr plastipak 3ml 25x7. The following information was provided by the initial reporter, "luer broken. Information received by email on 10/1/2019: the incident was noticed before the use. There was no damage to the patient/health professional."